Event description:
Customer reported via phone call that they are hospitalized. The blood glucose reading at was over 1500 mg/dl at the time of hospitalization

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.